Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a contamination under the key contacts, a cracked battery compartment, and a dim display. This report is made based on the results of an investigation completed on 12/03/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/04/2013 with the following findings: keypad cover was peeling off, all button responded intermittently, keypad cover was put aside and contamination was found under all keypad button contacts, battery compartment crack from the threads to the finger pad grip. Unrelated to the complaint, display is dim and reddish.